Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole on the catheter body that is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0215871908, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at an unknown dose via an implantable pump. The indication for use was not reported. It was reported that the patient experienced a loss of therapy and increased spasticity 18 months post-implant. It was further clarified that documentation from notes indicated that on (B)(6) 2019 the patient was having some improvement in symptoms, but over the last 8 days, the patient had experienced increasing spasms in l trunk and leg. Upon examination, the patient had increased modified ashworth scale (mas) values from 1 to 3 in l quadriceps and from 2 to 3 in hamstrings. Diagnostics/troubleshooting included a catheter dye test and increasing dose without success. The dye test did not reveal any issues. The patient was put on oral baclofen, and the catheter was replaced/revised. A catheter issue was not identified during surgery. The catheter would be returned to the device manufacturer. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s age, medical history, and other medications was unavailable. No further complications were reported.